Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a vitrectomy surgery the tip came off the metal shaft and dislodged intra-ocularly. The surgeon was able to retrieve it with forceps and it came out and surgery was completed. There was no patient harm. Additional information received indicated that after removal of the tip from left eye as here was retinal contusion superior to the macular hole from the impact of the silicone tip dislodging into the eye during injection and patient experienced retinal hemorrhage and lens opacification which required surgical intervention.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of tip came off and dislodged intra-ocularly, retinal hemorrhage, lens opacification, intervention; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo given by the customer was reviewed by the manufacturing site. Photo shows a soft tip cannula blister with the product and lot information is confirmed. The reported issue could not be confirmed from the photo. A sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).